Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that scratch was observed on lens implanted which appeared to come from the cartridge. Additional information has been requested, received and stated upon inspection of the lens once it was inserted in the eye it was noticed little divots in the lens 3 in a row on the outer edge of the optic. It was out of the field of vision so the lens was left in the eye. This report is associated with multiple complaints. This file is 2 of 2.